Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported the patient heard an alert due to high lead impedance of the ventricular lead with an apparent lead fracture. During the procedure to revise the ventricular lead, it was discovered the atrial lead had an apparent fracture also. Both leads were capped and the ventricular lead was replaced. No patient complications have been reported as a result of this event.

Event description:
It was reported the patient heard an alert due to high lead impedance of the ventricular lead with an apparent lead fracture. During the procedure to revise the ventricular lead, it was discovered the atrial lead had an apparent fracture also. It was also reported the atrial lead exhibited oversensing with noise and several switch mode episodes. Both leads were capped and the ventricular lead was replaced. No patient complications have been reported as a result of this event.